Event description:
It was reported that the patient allowed both their batteries and emergency backup battery (ebb) to run out. The patient experienced an extended pump stop. They also felt fatigued and noted an increased heart "pounding". The patient was admitted for further work up and monitoring. Log files captured several low power and no external power alarms due to the system controller being disconnected from a power source. This appeared to be related to completely depleted batteries. This resulted in the controller and pump losing power and shutting off at 11:52 am. The patient claimed they did not have an audible alarm. Following connection to power, the pump ramped back up to the set speed of 5200 rotations per minute (rpm). The patient's work up was negative with the exception of a subtherapeutic international normalized ratio (inr). The patient had some new psychological and social issues within the past few months. As of (B)(6) 2022 the patient was hospitalized to work towards a therapeutic inr and plan of care for their psychological issues and discharge plan. Related manufacturer report number: 2916596-2022-13959.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. A review of the submitted log files confirmed the full battery depletion of both the 14 volt li-ion batteries and 11 volt li-ion backup battery, causing an extended pump stop. Low flow alarms were also confirmed through the evaluation of the log file when the flow fell below the low flow threshold of 2.5 lpm. Additional information revealed that lvad education is ongoing with the patient. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and patient handbook are currently available. The hm3 IFU lists psychiatric episode as an adverse event that may be associated with the use of heartmate 3 lvas. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.